Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch and was in unipolar configuration. The lss was triggered due to high out of range pacing impedance measurements. Technical services (ts) advised pacing impedance measurements had gradually increased over the last year. Ts suggested reprogramming recommendations. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.